Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "it was reported that there was leakage at the base of the needle where it connects to the syringe. Caller reported leaking at the base of the needle where it connects to the syringe. Number of occurrences - twice. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - 92112459. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. 01-apr: rcvd an email from the distributor stating "no additional information was provided regarding any change in the course of treatment." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "it was reported that there was leakage at the base of the needle where it connects to the syringe. Caller reported leaking at the base of the needle where it connects to the syringe. Number of occurrences - twice. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - 92112459. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. 01-apr: rcvd an email from the distributor stating "no additional information was provided regarding any change in the course of treatment." 2 occurrences were reported.